Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv outputs on the device were reduced with no relief of symptoms. The lv lead was turned off and the nerve stimulation stopped. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: dtba1d4 ICD 2014-(B)(6), 6947m62 lead 2014-(B)(6), (B)(4).